Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the scope not achieving the specified resolving power (part of the image) was damage to the charged coupled device unit. The conclusion was traced to component failure. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope did not achieve the specified resolving power (part of the image), due to damage to the charged coupled device unit. There was no patient involvement.